Event description:
Ous MDR - approximately 52 months after implant, this lead was removed due to oversensing.

Manufacturer narrative:
We have not received the medical product for analysis and can therefore not examine the device itself. The analysis is therefore based on the review of the production documents and the information provided by you. The manufacturing process of this lead was checked. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The available iegm episode confirms the complaint and shows interference signals in the ra and rv channel. Despite the available data, the defect cause cannot be evaluated conclusively because this would necessitate examining the lead itself.